Manufacturer narrative:
On 05/09/2023, silk road medical received additional information regarding the patient's case. The thromboelastography (teg) test results indicate that the patient was likely resistant to clopidogrel. The multiplate adenine di-phosphate testing (ma-adp) showed a value of 49mm. It is important to note that if ticagrelor had not been administered prior to the test, the ma-adp value would likely have been much higher, indicating no platelet inhibition by clopidogrel. Based on the new information received, the patient experienced a thrombosed stent and neurological symptoms, which prompted the physician to remove the enroute stent. The test results provided to silk road medical indicated that the patient exhibited resistance to clopidogrel. It is determined that this event is associated with the medication/patient response, specifically clopidogrel resistance. There is no evidence to suggest that a silk road medical device caused or contributed to the adverse event, nor is there any indication of a device malfunction.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends and a supplemental MDR will be submitted if additional information is received. At this time, it is unknown if the reported failure is related to a enroute transcarotid stent system (tss) failure or patient resistance to medication, or a procedural complication, hence, the event will be reported out of abundance of caution.

Event description:
It was reported that shortly after the completion of a transcarotid artery revascularization (tcar) procedure, the patient experienced a thrombosed stent and neurological symptoms which led the physician to explant the enroute stent. At this time, it is unknown if the reported failure is related to a enroute transcarotid stent system (tss) failure or patient resistance to medication, or a procedural complication, hence, the event will be reported out of abundance of caution.